Event description:
It was reported that the patient was experiencing low back pain that may be due to ipg pressing on the area. The patient received an sacroiliac (si) joint injection.

Event description:
It was reported that the patient was experiencing low back pain that may be due to ipg pressing on the area. The patient received an sacroiliac (si) joint injection. Additional information was received that the patient underwent an ipg revision procedure and was doing well postoperatively. Nothing was explanted or added during the revision.